Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one preformed clip inside the cartridge. Upon functional testing of the device, the clip was loaded, retained and formed as intended. In order to confirm the clip was within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a neuro-procedure, the surgeon claimed that the clip fell off after a while. The details are unknown. It is unknown how the procedure was completed.